Event description:
It was documented on the paper "relationship between application permeability and contact dermatitis at central venous catheterization in tumor patients" that the transparent dressing - opsite post-op (smith & nephew, (B)(4)) was used in 56 patients to fixed catheters. After patient was determined to be allergic to the dressing application, the dressing was changed into IV 3000 transparent dressing (smith & nephew), and dexamethasone injection was applied locally when necessary. Out of these, 6 patients were the treatment was ineffective, 4 patients recovered within 2 weeks after changing gauze dressings and for 2 patients is unknown if an additional medical intervention was necessary.